Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product compliant (pc), concerned a chinese female patient of unspecified age. Medical history included hypertension and that kidney was not good. Drug adverse reaction and family drug reaction were reported as none. Concomitant medications included insulin glargine for an unknown indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge, via a reusable pen (humapen luxura burgundy), 8 in the morning, 8 at noon and 8 in the evening (unknown units) subcutaneously, for the treatment of diabetes beginning in 2014. Sometime, during insulin lispro treatment, she had trachitis and the blood sugar was not controlled well and due the events, she was hospitalized on (B)(6) 2016. Details regarding hospitalization, including diagnostic/ laboratory tests performed were not reported. On (B)(6) 2016, she discharged from the hospital. In (B)(6) 2016 when she finished injecting, there were 3-4 drops weeping, and she suspected that the injection dosage of injection pen was inaccurate due to the breakdown of injection pen (pc 3590316, lot number 1111b05). Also due the problem with the humapen luxura, her blood sugar could not drop down and her fasting blood sugar was 7.8 (no units or reference ranges were provided). Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro treatment was continued. The patient was the user of the humapen luxura and her training status was not provided. The general humapen luxura model duration of use was not provided but started in 2014. The duration of use of the suspect humapen luxura started in 2014. If the humapen luxura was returned, evaluation would be performed. The reporting consumer did not know if the events were related to insulin lispro. Update 01mar2016: upon review of the original source information from 23feb2016, the device was updated to a humapen luxura burgundy based on a verifiable lot number; updated the medwatch and european and canadian required device reporting elements for regulatory reporting; added the (B)(4); and updated the narrative.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 22mar2016. Evaluation summary a female patient reported that when using her humapen luxura device, 3-4 drops of insulin leaked and she suspected the dosage was inaccurate. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1111b05, manufactured november 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical trends with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is evidence of improper use. The patient did not prime the device. This may be relevant to the patient's complaint.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product compliant (pc), concerned a (B)(6) female patient of unspecified age. Medical history included hypertension and that kidney was not good. Drug adverse reaction and family drug reaction were reported as none. Concomitant medications included insulin glargine for an unknown indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge, via a reusable pen (humapen luxura burgundy), 8 in the morning, 8 at noon and 8 in the evening (unknown units) subcutaneously, for the treatment of diabetes beginning in 2014. Sometime, during insulin lispro treatment, she had trachitis and the blood sugar was not controlled well and due the events, she was hospitalized on (B)(6)-2016. Details regarding hospitalization, including diagnostic/ laboratory tests performed were not reported. On (B)(6)-2016, she discharged from the hospital. In (B)(6)-2016 when she finished injecting, there were 3-4 drops weeping, and she suspected that the injection dosage of injection pen was inaccurate due to the breakdown of injection pen (pc 3590316, lot number 1111b05). Also due the problem with the humapen luxura, her blood sugar could not drop down and her fasting blood sugar was 7.8 (no units or reference ranges were provided). Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro treatment was continued. The patient was the user of the humapen luxura and her training status was not provided. The general humapen luxura model duration of use was not provided but started in 2014. The duration of use of the suspect humapen luxura started in 2014. The device was not returned therefore no evaluation. The reporting consumer did not know if the events were related to insulin lispro. Update 01mar2016: upon review of the original source information from 23feb2016, the device was updated to a humapen luxura burgundy based on a verifiable lot number; updated the medwatch and (B)(6) required device reporting elements for regulatory reporting; added (B)(4); and updated the narrative. Update 22mar2016. Additional information received 22mar2016 from the product complaint safety database. To the device tab entered the manufacture date, device specific safety summaries (dsss), updated (B)(6) device information, updated the medwatch device information, changed improper use or storage to yes, and the narrative was updated accordingly.